Event description:
The user from user facility reported that the device had missing blade screw during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional information: d9 device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user from user facility reported that the device had missing blade screw during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.